Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had battery issue.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had battery issue. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. The fse replaced battery, sealed lead acid,12v to resolve issue. Completed all functional and safety tests per manufacturer specifications.